Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium adjacent to each cornu, are two essure coils.'), device expulsion ('embedded within the myometrium adjacent to each cornu, are two essure coils.') And genital haemorrhage ('general abnormal bleeding/ abnormal bleeding (general))') in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undegoes essure confirmation test, essure confirmation test she didn¿t went confirmation test". The patient's medical history included cesarean section, discomfort, drug allergy, headache, myofascial pain syndrome and obesity. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included diphenhydramine, omeprazole and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced bladder prolapse ("bladder/urinary problems: bladder problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), pelvic pain ("pelvic pain/ pain right above the pelvis"), urinary tract disorder ("bladder/urinary problems: urinary problems"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes/hormonal changes describe: constantly cranky") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy) salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral rem). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, genital haemorrhage, migraine, endometriosis, bladder prolapse, urinary tract disorder, hormone level abnormal, headache, nausea, fatigue, gastrointestinal disorder and weight increased outcome was unknown, the dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction and pelvic pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder prolapse, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: 2 coils counted on left side. 3 coils counted on right side. The patient tolerated this procedure well. Patient received treatment for apareunia, pelvic pain, genital bleeding, bladder problems, urinary problems, hormonal changes, headaches, migraine, nausea, fatigue, gi conditions, weight gain, abdominal pain, dysmenorrhea (cramping),dyspareunia(painful sexual intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.8 kg/sqm. Lot number:12280978 manufacture date: 2005-03 expiration date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium adjacent to each cornu, are two essure coils.'), device expulsion ('embedded within the myometrium adjacent to each cornu, are two essure coils.') And genital haemorrhage ('general abnormal bleeding/ abnormal bleeding (general))') in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undegoes essure confirmation test, essure confirmation test she didn¿t went confirmation test". The patient's medical history included cesarean section, discomfort, drug allergy, headache, myofascial pain syndrome and obesity. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included diphenhydramine, omeprazole and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced bladder prolapse ("bladder/urinary problems: bladder problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), pelvic pain ("pelvic pain/ pain right above the pelvis"), urinary tract disorder ("bladder/urinary problems: urinary problems"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes/hormonal changes describe: constantly cranky") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy) salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral rem). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, genital haemorrhage, migraine, endometriosis, bladder prolapse, urinary tract disorder, hormone level abnormal, headache, nausea, fatigue, gastrointestinal disorder and weight increased outcome was unknown, the dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction and pelvic pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder prolapse, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: 2 coils counted on left side. 3 coils counted on right side. The patient tolerated this procedure well. Patient received treatment for apareunia, pelvic pain, genital bleeding, bladder problems, urinary problems, hormonal changes, headaches, migraine, nausea, fatigue, gi conditions, weight gain, abdominal pain, dysmenorrhea (cramping),dyspareunia(painful sexual intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.8 kg/sqm. Lot number:12280978, manufacture date: 2005-03, expiration date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received. The new event 'bladder prolapse' was clubbed with previously reported event bladder problems. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium adjacent to each cornu, are two essure coils.'), device expulsion ('embedded within the myometrium adjacent to each cornu, are two essure coils.') And genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undegoes essure confirmation test, essure confirmation test she didn¿t went confirmation test". The patient's medical history included cesarean section, discomfort, drug allergy, headache, myofascial pain syndrome and obesity. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included diphenhydramine, omeprazole and topiramate. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy) salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral rem). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the embedded device, device expulsion, genital haemorrhage, migraine, endometriosis, bladder disorder, urinary tract disorder, hormone level abnormal, headache, nausea, fatigue, gastrointestinal disorder and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction and pelvic pain had resolved. The reporter considered abdominal pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: 2 coils counted on left side. 3 coils counted on right side. The patient tolerated this procedure well. Patient received treatment for apareunia, pelvic pain, genital bleeding, bladder problems, urinary problems, hormonal changes, headaches, migraine, nausea, fatigue, gi conditions, weight gain, abdominal pain, dysmenorrhea (cramping),dyspareunia(painful sexual intercourse. Lot number:12280978, manufacture date: 2005-03, expiration date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: clock start date of previous follow up corrected from 13-sep-2019 to 09-sep-2019. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium adjacent to each cornu, are two essure coils.'), device expulsion ('embedded within the myometrium adjacent to each cornu, are two essure coils.') And genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undegoes essure confirmation test, essure confirmation test she didn¿t went confirmation test". The patient's medical history included cesarean section, discomfort, drug allergy, headache, myofascial pain syndrome and obesity. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included diphenhydramine, omeprazole and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy) salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral rem). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, genital haemorrhage, migraine, endometriosis, bladder disorder, urinary tract disorder, hormone level abnormal, headache, nausea, fatigue, gastrointestinal disorder and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction and pelvic pain had resolved. The reporter considered abdominal pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: 2 coils counted on left side. 3 coils counted on right side. The patient tolerated this procedure well. Patient received treatment for apareunia, pelvic pain, genital bleeding, bladder problems, urinary problems, hormonal changes, headaches, migraine, nausea, fatigue, gi conditions, weight gain, abdominal pain, dysmenorrhea (cramping),dyspareunia(painful sexual intercourse. Lot number:12280978; manufacture date: 2005-03; expiration date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality safety evaluation of ptc(product technical complaint). On 9-sep-2019: pfs received reporter information was added. New event added apareunia, pelvic pain, genital bleeding, bladder problems, urinary problems, hormonal changes, headaches, nausea, fatigue, gi conditions, weight gain. Event outcome added apareunia, pelvic pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),abdominal pain.2nd and 3rd follow up, process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium adjacent to each cornu, are two essure coils.'), device expulsion ('embedded within the myometrium adjacent to each cornu, are two essure coils.') And genital haemorrhage ('general abnormal bleeding/ abnormal bleeding (general))') in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undegoes essure confirmation test, essure confirmation test she didn¿t went confirmation test". The patient's medical history included cesarean section, discomfort, drug allergy, headache, myofascial pain syndrome and obesity. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included diphenhydramine, omeprazole and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), pelvic pain ("pelvic pain/ pain right above the pelvis"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy) salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral rem). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, genital haemorrhage, migraine, endometriosis, bladder disorder, urinary tract disorder, hormone level abnormal, headache, nausea, fatigue, gastrointestinal disorder and weight increased outcome was unknown, the dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction and pelvic pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: 2 coils counted on left side. 3 coils counted on right side. The patient tolerated this procedure well. Patient received treatment for apareunia, pelvic pain, genital bleeding, bladder problems, urinary problems, hormonal changes, headaches, migraine, nausea, fatigue, gi conditions, weight gain, abdominal pain, dysmenorrhea (cramping),dyspareunia(painful sexual intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 149.66 kgs. Lot number:12280978, manufacture date: 2005-03, expiration date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: reporters added. Essure expiration date. Added event lower abdominal pain. Updated reported event female sexual dysfunction, genital haemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium adjacent to each cornu, are two essure coils.') And device expulsion ('embedded within the myometrium adjacent to each cornu, are two essure coils.') In an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included cesarean section, discomfort, allergy, headache, myofascial pain syndrome and obesity. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included diphenhydramine, omeprazole and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (full hysterectomy) salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral rem). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, migraine, dysmenorrhoea, endometriosis, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis and migraine to be related to essure (ess205). The reporter commented: 2 coils counted on left side. 3 coils counted on right side. The patient tolerated this procedure well. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, concomitant drug added. Updated suspect drug indication. Lab data added. Event injury nos deleted and new events embedded within the myometrium adjacent to each cornu, are two essure coils., migraines / headaches, dysmenorrhea (cramping), endometriosis, dyspareunia (painful sexual intercourse), abdominal pain, migraines, embedded within the myometrium adjacent to each cornu, are two essure coils.and patient did not undegoes essure confirmation test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.